Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3: the eagle eye catheter and foreign material were returned for evaluation. Visual inspection found no unusual characteristics of the catheter. The foreign material was analyzed using an optical microscope. Results show that it was cotton thread material that is not used during the eagle eye manufacturing build. During functional testing, a guidewire was inserted through the catheter lumen and no resistance was encountered. Block h6: based on the device evaluation, the cotton thread material is not part of the eagle eye manufacturing build; therefore, the cause could not be established. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an eagle eye catheter was used for a coronary procedure in the distal rca. During use, resistance was encountered and the catheter could not pass the lesion; therefore, removed from the patient. Upon removal, a thread like material, approx. 1 cm in length was observed coming out of the catheter rapid exchange port. A new catheter was used to complete the procedure with no patient injury reported. This product problem is being submitted in abundance of caution because a foreign material was found on the catheter; potential for harm.